Event description:
Endoleak (minor type ia): the relay nbs pro (28-n4-30-164-26u) was used for 1 debranch tevar to treat a bovine aortic arch. The stent graft was implanted right under the bovine aortic arch. Angiograph then revealed a minor type ia endoleak. Due to calcification of the proximal neck, the procedure was completed without post dilatation. The neck length was 13 mm to 15 mm, which was short, even right under the bovine aortic arch. Although this was an IFU case, the physician decided to perform tevar. Although a relay plus or a competitor's device was considered to be used, the physician selected the relay nbs pro for this case because there was a concern that a device with a bare part would stick in the bca and c-tag without a bare part could not be reliably implanted. Since it was a minor endoleak, the physician believes that the endoleak will disappear. Operation type: 1 debranch tevar. Blood loss: amount unknown. (Tc#(B)(4)) patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Endoleak (minor type ia): the relay nbs pro (28-n4-30-164-26u) was used for 1 debranch tevar to treat a bovine aortic arch. The stent graft was implanted right under the bovine aortic arch. Angiograph then revealed a minor type ia endoleak. Due to calcification of the proximal neck, the procedure was completed without post dilatation. The neck length was 13 mm to 15 mm, which was short, even right under the bovine aortic arch. Although this was an IFU case, the physician decided to perform tevar. Although a relay plus or a competitor's device was considered to be used, the physician selected the relay nbs pro for this case because there was a concern that a device with a bare part would stick in the bca and c-tag without a bare part could not be reliably implanted. Since it was a minor endoleak, the physician believes that the endoleak will disappear. Operation type: 1 debranch tevar blood loss: amount unknown (tc# (B)(4)) patient outcome "no health damage to the patient."